Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. The customer stated that there was no patient involvement a DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 trackwise cannot be conducted CAPA reference: (B)(4).

Event description:
(B)(4). 8015 sn: (B)(4). 110.6021 error. The logic board would have to be replaced to correct the 110.6021 error. Transfer to rga for repair RMA request. (B)(4).